Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During the initial surgery on (B)(6) 2024, the surgeon was unable to fully insert the electrode into the cochlea. The user was re-implanted with a new device on the same day. However, intra-operative in-situ measurements revealed high channels for this new device, so it was decided to replace the re-implant again.

Event description:
During the initial surgery on (B)(6) 2024, intraoperative in-situ measurements revealed a high channel, thus a back-up was implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. The device is working within specification. According to the information received from the field in situ measurements during implantation surgery showed one channel with hi impedance likely due to air above the active electrode contact. A back-up device was implanted. This is a final report.